Event description:
It was reported that the micro sagittal saw ran without user activation after a procedure. There was no patient involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, the tps coated flex assembly was found to be damaged and the sockets were found to be coated with a foreign substance. The presence of coated sockets and a damaged tps coated flex assembly is likely to cause or contribute to the handpiece running on its own.